Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
As received only the middle piece of the lead was returned. Final analysis found that the lead was damaged due to clavicular crush at 4.1 cm to 7.0 cm from the proximal end. The outer coil was crushed in this location. The damage found likely resulted in the reported anomalies.

Event description:
New information indicates the lead was explanted and returned.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture due to high capture thresholds. The lead was capped and replaced.